Event description:
A hospital in (B)(6) reported via a distributor that their ventilator alarmed for low pressure while in use with an rt125 infant bias flow breathing circuit. The hosp reported that the y-piece connector on the breathing circuit felt loose, and they believed that the circuit was leaking from this point. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA, but is similar to a product which sold in the USA. The 510 (k) number of the similar product is k20332. Method: the returned breathing circuit was visually inspected for loose components and was pressure tested for leaks. Results: no fault was found with the breathing circuit connectors. The connectors were the correct sizes and fit together properly. The breathing circuit functioned properly during pressure testing and did not leak. Conclusion: no fault was found with the breathing circuit as the connectors fit together properly and the circuit did not leak during pressure testing. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. A leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. The rt125 breathing circuit user instructions state the following warning: "set appropriate ventilator alarms". The user instructions also state: "check all connections are tight before use" and "perform a pressure and leak test on the breathing system and check before occlusions before connecting to a pt".